Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Manufacturer narrative:
E.4. FDA notified: the initial reporter also notified the FDA via medwatch# (B)(4). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract. The following was received from the initial reporter: describe the event or problem: inserted 22# piv. Unable to retract needle or advance catheter off of needle. Had to take entire IV out. Upon removal, attempted again to retract needle and needle would not retract.